Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil impedance went out of range, and the decision was made to turn off the svc coil. Approximately one week later there were nonsustained ventricular tachycardia episodes with strange looking electrograms being observed. The physician chose to monitor the issue. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.